Event description:
It was reported to philips that the heartstart mrx defibrillator ready for usage (rfu) upper right corner indicator showed a red x (equipment not ready) during patient intervention. There was no reported negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.